Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2015 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The date of event is an approximation based on limited information and with follow-up attempts completed. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.